Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the insertion tube surface was peeling off. Based on the results of the investigation, the most probable causes are due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the rhino-laryngofiberscope exhibited found that the insertion tube surface was peeling off. There were no reports of patient involvement.